Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having a problem with her insulin pump. Customer stated that she had a no delivery alarm on saturday and it is happening again today. Customer stated that her blood glucose has been going up and down in the past 2 hours. Customer was trying to give a bolus prior to receiving the no delivery alarm. Customer's blood glucose was 572 mg/dl at the time of the incident. Customer has not manually treated for her high blood glucose. Customer was assisted in performing a 5.0 unit fixed prime. Customer stated that the insulin did exit. Customer was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised to do a complete set change.